Event description:
In 2004 the pt had heart catheterization at another facility and was transferred to another facility. The next day the pt went to the cath lab. A drug eluting stent was placed in the lad (left anterior descending artery), ptca (percutaneous transluminal coronary angioplasty) to diagonal. Four hours later the pt had no bp (blood pressure), pulse, and stopped breathing. The pt was resuscitated and went emergently to the cath lab. There was 100% occlusion of lad at origin of stent, ptca area, back to 0% stenosis. Several days later the pt was much better and was discharged home.